Event description:
A customer contacted baxter's technical service center to report having a check lines and bags alarm with the homechoice (hc) machine during prime. The home patient (hp) stated he tried using a different cassette and the alarm repeated. The technical service representative (tsr) asked if he used new bags and the hp stated he did not. The hp stated he used the same bags. The tsr explained the set up was compromised and advised the hp to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported event. The nurse stated she was not aware of the event, but stated the hp had called the clinic that day and was doing well on therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report for use error-the patient partially switching out supplies was confirmed. Based on the information gathered during baxter's investigation the root cause of the report was undetermined. The label review found the labeling adequate for the use error in this complaint.